Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On (B)(6) 2026, a other health care professional contacted technical service to report that affinity 4 bed frame (product code p3700e000009, serial number (B)(6), had CPR head end will not lower. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.